Manufacturer narrative:
This report is submitted on may 21, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient developed an infection resulting in the decision to explant the device (date not reported). It is unknown if the patient was reimplanted with another device as of the date of this report, may 21, 2018.